Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm had a low reading and patient was feeling slow and a bit nauseous, and there was no bg taken. The patient relied on her insulin pump cgm reading. She called for help and was taken to the medical center. There, the patient was treated with 2 IV solutions; she could only recall that it was for her sodium. The patient was hospitalized for 3 days and was discharged on the (B)(6) 2025. At the time of the report the patient recovered but still having hard time remembering what happened that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).